Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted with a vibrant soundbridge, due to a bilateral sensorineural hearing loss. The pt was outside the indication criteria, thus the vibrant soundbridge did not give him appreciable benefit. The device was working correctly. In 2009, the pt was explanted and re-implanted with a cochlea implant.